Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power and a crack in the battery compartment. It was noted that the yellow o-ring was visible at the battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-jun-2019 with the following findings: review of the black box data confirmed power on reset records on the date of the alleged issue, (B)(6)2019. On investigation, the pump demonstrated intermittent power loss using the returned battery cap, which was damaged with stripped threads. The battery compartment was cracked. A test battery cap was secured to the pump and the pump was able to be exercised for 12 hours without any interruption in power. There was no damage, defect or contamination of the pump's interior components. Investigation duplicated the complaint due to a damaged battery cap. Unrelated to original complaint, the display lens was noted to be cracked.